Event description:
Data evaluation showed that the sensor session was started on 07/17/2021 at 12:34 pm. The user wore the sensor for a full 10 days and the sensor session ended on 07/27/2021 at 12:34 pm. On the date (07/22/2021) of the alleged event, the patient received numerous glucose alerts including a fall rate alert at 1:30 pm occurring at an audio volume of 66 percent of full audio with an estimated glucose value (egv) of 90 mg/dl. At 1:35 pm and 1:40 pm, the patient received urgent low soon alerts at 66 percent volume. At 1:45 pm and 1:50 pm, the patient received urgent low alerts at 66 percent volume. From 1:55 pm to 3:10 pm, the patient received urgent low alerts every five minutes at 100 percent volume with egvs dropping to low (less than 40 mg/dl). At 3:15 pm, the patient received a low alert at 66 percent volume with an egv of 57 mg/dl and continued to receive low alerts with volume escalating to 100 percent. The app experienced 35 minutes of signal loss and when signal returned at 4:00 pm, the patient began receiving high alerts at vibrate only with an egv of 175 mg/dl. No alerts were acknowledged by the user during this time. Data investigation could not confirm no audio output on 07/22/2021. The probable cause could not be determined post investigation as the allegation was not found. The reported complaint that the patient¿s cgm failed to alert him to a rapid glucose fall rate was not confirmed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Dexcom¿s legal counsel was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom¿s legal counsel has requested further information from the claimant¿s attorney.

Event description:
Claimant¿s attorney reported to dexcom that the patient¿s mobile application/display device allegedly failed to alert him to dangerous glucose levels, a rapid blood glucose level fall rate and failed to transmit accurate glucose information from the g6 system. It was alleged that the patient suffered serious injuries including but not limited to hypoglycemia, hypertension, convulsions and seizures requiring emergency hospital care for treatment of his injuries and further required inpatient hospital care. Data is available but is pending evaluation. A follow up report will be submitted upon completion dexcom¿s legal counsel requested additional information from claimant¿s attorney and no further information was provided.